Event description:
Consumer reported that her father underwent cardiac surgery in 2008. The patient was seen by a cardiologist in 2009, at which time a "bump" was observed along the surgical wound. The bump was drained; the drainage was referred to as a deposit of dead fat cells. A series of five such events ensued; each required either drainage or antibiotic therapy. The customer indicates that the surgeon suggests a reoperation to explant the absorbable sutures and replace with non-absorbable.

Manufacturer narrative:
Date sent to the FDA: 05/20/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.